Event description:
Per the clinic, the patient experienced a mastoid infection with pain and swelling. Subsequently, the device was explanted on (B)(6) 2026, and the patient was not re-implanted. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached.